Event description:
It was reported that during a meniscus repair, it was noticed that the t2 implant of two (2) fast fix 360 could not be deployed because the slide did not rebound. The procedure was resumed after a non-significant surgical delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, it was noticed that the t2 implant of two (2) fast fix 360 could not be deployed because the slide did not rebound. T1 was removed with a clamp. The procedure was resumed after a non-significant surgical delay, using an equivalent s+n back up product. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). New information received from the reporter and device was returned for evaluation. Sections b5, d9, h3 and h6 were updated.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H2: corrected data on g4 - PMA/510(k)number. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided images found two different fast fix devices inside their own pouch. No suture or anchors can be seen. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device were received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned pret2 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned device and found that they cycle as designed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.